Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), headache ("headaches"), abdominal distension ("bloating"), nausea ("nausea") and cyst ("cysts"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, headache, abdominal distension, nausea and cyst outcome was unknown. The reporter considered abdominal distension, cyst, headache, nausea, pelvic pain and tooth disorder to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("left coil had almost completely eroded though the left fallopian tube"), genital haemorrhage ("abnormal bleeding") and device expulsion ("migration of essure device of fallopian tubes) type: location of device: uterus/right coil had migrated down into the uterus") in a 49-year-old female patient who had essure (ess205) (batch no. 12280978) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder disease, clostridium difficile infection, hot flashes, vaginal dryness and meniscus tear of knee. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced pruritus ("severe itching on back between shoulder blades"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced the first episode of tooth disorder ("dental problems/dental root resorption"). On an unknown date, 9 years 9 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of tooth disorder ("dental issues"), abdominal distension ("bloating"), nausea ("nausea"), cyst ("cysts"), allergy to metals ("nickel allergy"), abdominal pain lower ("left lower quadrant pain") and scar ("scar tissue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant), surgery (salpingectomy and oophorectomy) and surgery (salpingectomy and oophorectomy and open right ureteral implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, the last episode of tooth disorder, abdominal distension, nausea, cyst, migraine, allergy to metals and scar outcome was unknown and the genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, pruritus, fatigue, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, cyst, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, scar, vaginal haemorrhage, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. New events added: abnormal bleeding (vaginal, menorrhagia), severe itching on back between shoulder blades, migraines , migration of essure device of fallopian tubes) type: location of device: uterus/right coil had migrated down into the uterus, dental problems, nickel allergy, dysmenorrhea (cramping), fatigue, left lower quadrant pain, dysmenorrhea (cramping), abnormal bleeding, scar tissue and left coil had almost completely eroded though the left fallopian tube. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("left coil had almost completely eroded though the left fallopian tube"), device expulsion ("migration of essure device of fallopian tubes) type: location of device: uterus/right coil had migrated down into the uterus") and genital haemorrhage ("abnormal bleeding") in a 49-year-old female patient who had essure (ess205) (batch no. 12280978) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder disease, clostridium difficile infection, hot flashes, vaginal dryness and meniscus tear of knee. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced pruritus ("severe itching on back between shoulder blades"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced the first episode of tooth disorder ("dental problems/dental root resorption"). On an unknown date, 9 years 9 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of tooth disorder ("dental issues"), abdominal distension ("bloating"), nausea ("nausea"), cyst ("cysts"), allergy to metals ("nickel allergy"), abdominal pain lower ("left lower quadrant pain") and scar ("scar tissue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant), surgery (salphingectomy and oopherectomy) and surgery (salphingectomy and oopherectomy and open right ureteral implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, the last episode of tooth disorder, abdominal distension, nausea, cyst, migraine, allergy to metals and scar outcome was unknown and the genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, pruritus, fatigue, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, cyst, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, scar, vaginal haemorrhage, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('left coil had almost completely eroded though the left fallopian tube'), device expulsion ('migration of essure device of fallopian tubes) type: location of device: uterus/right coil had migrated down into the uterus'), genital haemorrhage ('abnormal bleeding') and vesicoureteral reflux surgery ('right ureter reimplant') in a 49-year-old female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder disease, clostridium difficile infection, hot flashes, vaginal dryness, meniscus tear of knee, uterine fibroid, uterine injury, ureteric injury, gastroesophageal reflux, kidney stone and depression. Concomitant products included ibuprofen (motrin), metronidazole benzoate (flagyl) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced allergy to metals ("nickel allergy I could never wear cheap earing's"). In (B)(6) 2014, the patient experienced rash ("rashes or skin condition- types"). In 2014, the patient experienced pruritus ("severe itching on back between shoulder blades"). In january 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2015, the patient experienced tooth disorder ("dental problems/dental root resorption"). On (B)(6) 2016, the patient underwent vesicoureteral reflux surgery (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced abdominal pain lower ("left lower quadrant pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth loss ("dental issues/tooth loss"), abdominal distension ("bloating"), nausea ("nausea"), cyst ("cysts") and scar ("scar tissue") and underwent cholecystectomy ("I had my gall blade removed laparoscopically"). The patient was treated with surgery (salpingectomy and oophorectomy, salpingectomy and oophorectomy and open right ureteral implant and to remove essure implant). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, vesicoureteral reflux surgery, tooth loss, abdominal distension, nausea, cyst, migraine, allergy to metals, scar, cholecystectomy and rash outcome was unknown and the genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, pruritus, tooth disorder, fatigue, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, cholecystectomy, cyst, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, scar, tooth disorder, tooth loss, vaginal haemorrhage and vesicoureteral reflux surgery to be related to essure (ess205). The reporter commented: procedure on the right, 4 coils were noted. On the left, 3 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, cyst, migraine, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Event tooth loss, I had my gall bladder removed laparoscopically were added. Product information details updated. Fu 5 and 6 process together. On (B)(6) 2019: plaintiff fact sheet received. Events: rash, right ureter reimplant were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.